Event description:
During a persistent atrial fibrillation pulse field ablation (pfa) procedure, a farawave catheter was selected for use. Baseline assessment was performed using bsw ice in the right atrium. A transseptal puncture was completed using a versacross fixed system, and the wire was advanced into the left atrium. Ice was then advanced into the left atrium over the wire. Groin dilation was performed with a coon dilator to allow exchange to the faradrive sheath, which was positioned in the left atrium. Baseline left atrial mapping was conducted using the no boston scientific mapping catheter. Farawave energy delivery was performed for pulmonary vein isolation ablation and posterior wall treatment. Remapping and pacing were completed to confirm isolation. The system was then returned to the right atrium for cti ablation using a non boston scientific rf catheter. Post procedure imaging revealed a pericardial effusion. A tap and drain were placed, and the patient was monitored in the intensive care unit. The patient required hospital admission beyond the standard of care and had not yet been discharged at the time of reporting. The patient is expected to fully recover. Additionally, the physician assessed that the event was unrelated to pfa and likely occurred during rf ablation on the right side of the heart while creating a cti line using a non-bsc rf ablation catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.